Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility to their b. Braun account representative: rep states that the customer reports the entire amount of drug in the IV bag is not infusing. States that they hang their chemo as a secondary, and that when the pump finishes the secondary and switches back to the primary, that there is still significant volume left in the secondary bag (at least 25-50ml) and that they have to program additional volume into the pump in order to infuse the remaining chemo. States that this happens when using 250ml excel container and the pab bags, and that it happens with all the pumps (not just one particular serial number).